Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure with the subject device at the user facility, an image issue occurred while the evis 180 series videoscope or 150 series videoscope was connected to the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The service department of the olympus (B)(4) checked the subject device and found that the image could not be displayed due to the printed circuit board of the subject device failed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that this phenomenon was attributed to the accidental failure of the components on the printed circuit board, or the influence of stacked dust inside the subject device. If additional information becomes available, this report will be supplemented.